Event description:
It was reported that during a pulsed field ablation procedure, blood in the handle was noted. The slide control was difficult to move during the cannulation of the right inferior pulmonary vein (ripv). Blood was also seen on the catheter handle when it was removed from the patient. The case was completed with a combination of pulsed field ablation and radiofrequency touch-ups. No patient complications have been reported as a result of this event.